Event description:
Covidien received info stating that an achieva ventilator is displaying setting and hardware errors. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the pt circuit and running the ventilator on a test lung. The customer reported that the recommendations provided by covidien tse resolved the alleged malfunction. Covidien was not authorized to eval the device. The unit passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).